Event description:
It was reported that the patient underwent a gynecological procedure to treat sui and vaginal vault prolapse on (B)(6) 2007 and mesh was implanted into the patient. She underwent an additional gynecological procedure for the treatment of cystocele and vaginal vault prolapse on (B)(6) 2009 and mesh was implanted. It is reported that the patient experienced pain, infection, dysuria, nerve damage, incontinence, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced 3rd degree cystocele, 2nd degree anterior vault prolapse, weakened pubocervical fascia, atrophic vaginitis, dyspareunia, urge incontinence, and urinary tract infection.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal enterocele repair and dermal allograft placement in posterior compartment due to sui, urethral hypermobility and weakened rectovaginal septum.